Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. It was unknown if the patient was connected at the time of the event. During the troubleshooting, it was reported that the patient ¿could not connect¿ from an unknown location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a patient ¿could not connect¿ from an unknown location of the homechoice cassette, which is known to cause this alarm. The cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.